Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The user facility reported delivery issues and vascular dissection during an attempt to implant an impella 5.5 pump in a patient for mechanical circulatory support. The impella 5.5 pump was being delivered to the patient being prepped for gastrointestinal surgery and was found to have left main coronary artery disease. The team placed the impella 5.5 pump but after the graft was placed a subclavian artery dissection was observed which was treated with two stents. The team then attempted to deliver the impella 5.5 pump, but native anatomy prevented placement. It was noted the entire pump was able to go through the graft and deliver except the motor. The decision was made to abort the use of the impella 5.5 pump and instead placed an impella cp pump without incident. The patient was noted in stable condition.

Manufacturer narrative:
D.9 updated as the pump and purge cassette were returned for investigation. The investigation has been completed. The pump was returned for evaluation. Upon visual inspection, a kink in the catheter just below the motor housing was present. Additionally, scratches were present on the motor housing and outflow cage of the pump. Clinical details noted that artery was 7.03 millimeters before insertion. Additionally, the patient had a dissection of the axillary artery after the graft was attached and two stents were placed to resolve it. When inserting the pump, the physician could not pass the motor housing through the artery even with excessive force applied. The root cause of delivery issues were most likely due to the patient's condition as the stent placed likely narrowed the vessel diameter and became too small to accommodate the impella 5.5. The root cause of the vascular damage could not be determined as there was limited clinical information provided. H.6 code 4624 was reported incorrectly on the initial manufacturer device report. A new code was added to health effect - impact codes.